Event description:
Physician was attempting to deliver 2 endeavor resolute drug-eluting stents to a severely calcified lesion in the lcx to om with severe tortuosity and 75% stenosis but the devices could not cross and force was used when resistance was noted. When the stents were removed deformation was noted. Another 2 devices were used to treat the patient. No clinical sequelae were reported. Evaluation summary: the stent was positioned correctly between the inner shaft markers as per specification requirements. The first two proximal stent segments were stretched. The third and fourth proximal segments were stretched, raised and pulled distally. A few struts from the sixth distal segment were slightly raised. The strain relief was bent. The distal tip was flared indicating that it may have been stubbed on advancement towards the lesion. Initial mandrel movement failed due to a blockage in the inner lumen which could not be removed and is most likely due to crystallised saline/blood following flushing of the guidewire lumen prior to the procedure, loading onto the guidewire and insertion. Image evaluation summary: three still images were received with the devices. The images capture a stent positioned at the lesion site and confirmed the difficult nature of the lesion. The images capture the attempted delivery of the devices please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: failure to deliver and stent deformation. Lesion morphology. ¿ 70% stenosis, excessive tortuosity and severe calcification. Force used while advancing the stent. Conclusions: lesion morphology ¿ 70% stenosis, excessive tortuosity and severe calcification. Failure to deliver and stent deformation. Force used while advancing the stent. (B)(4).